Event description:
This is report 4 of 4 for the same event. It was reported that during testing in the operating room, it was observed that two electric pen drive devices were not working. According to the report, the devices were tested again at the facility and it was observed that the devices had no power. It was not reported if the devices were used in surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was no patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device did not meet manufacturing specifications. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to an electrical component failure due to wear from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.